Manufacturer narrative:
The technician found the casters were worn and would not adjust. He replaced the two head end casters to repair the stretcher.

Event description:
Info received indicates the two head end casters are ratcheting when in brake.